Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported (B)(6), male, ventilated/trached patient with congenital diaphragmatic hernia, with an rd set neo-l sensor on (l) great toe, had experienced two spells, a 10-minute spell and 3 minute spell. A spell is defined as a bad episode where hr and o2 saturations drop. Per rn on night shift, the hr and o2 saturations were not clinically correlating. The o2 saturations on the rd set sensor were anywhere between 71% and 100% and with the ge carescape bx50 monitor displaying anywhere 0-2 stars, which represent perfusion index and signal iq. The nurse first decided to change out the sensor from an old rd set neo-l sensor to a new rd set neo-l sensor. Then, it was decided by the rn to place an lnop neo-l sensor on the patient, due to perceived mistrust of the rd set sensor. The rd set sensor was on the (l) great toe and the lnop sensor was placed on the (r) great toe simultaneously being displayed on the ge monitor. A 10-20% o2 saturation difference was displayed between the 2 sensors, with at one point the rd set neo-l sensor displaying 99% with no stars, and the lnop neo-l sensor displaying 72% with 3 stars, during the spell.